Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties as the previous battery was unable to maintain a charge. The charging frequency increased from once per week to multiple times per week. There was no evidence of rotation of the ipg, and no weight changes contributed to the decision to proceed with the replacement. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.